Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat menorrhagia, stress urinary incontinence, cystocele, rectocele. It was reported that the patient had a concurrent procedure of a total vaginal hysterectomy with bilateral uterosacral ligament suspension, cystoscopy, and posterior repair performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dyspareunia, abdominal pain, pain and blood when she wipes after going to the bathroom, vaginal discomfort, vaginal pain, vaginal spotting, difficulty urinating, straining, feels small bulge near the bladder, vaginal discharge, urinary urgency, frequency, difficulty with bowel movements, and urinary retention.

Event description:
It was reported that following insertion the patient experienced dyspareunia, abdominal pain, pain and blood when she wipes after going to the bathroom, vaginal discomfort, vaginal pain, vaginal spotting, difficulty urinating, straining, feels small bulge near the bladder, vaginal discharge, urinary urgency, frequency, difficulty with bowel movements, and urinary retention.